Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition unknown.

Event description:
As reported: "a post-market clinical evaluation of the reunion reverse. Shoulder arthroplasty (rsa) system: subject (B)(6). Post-operative inferior osteophyte off of glenoid."